Manufacturer narrative:
Sensor kit expiration date is 31 jul 20. Customer's medical event occurred after report of sensor detachment on (B)(6) 2020, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported on (B)(6) 2020, the premature detachment of a freestyle libre sensor. On (B)(6) 2020, a caller called back on behalf of customer to report that due to failure to receive replacement sensor, customer experienced medical event. The customer reported experiencing shaking, confusion, and loss of consciousness, and was treated with humalog insulin and other unspecified injection by a healthcare professional. There was no report of death or permanent injury associated with this event.